Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.please see medwatch report # 2032227-2013-03906.

Event description:
The customer reported that insulin from the reservoir leaked and the customer was not receiving insulin. The customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 486mg/dl. The customer was dehydrated and was vomiting prior to the event. No further information was provided.